Event description:
It was reported that the external device displayed ¿replace generator soon¿ message. Troubleshooting indicated the ipg reached end of service (eos). Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was resumed post-operatively.